Manufacturer narrative:
This report has been submitted to provide device evaluation. The customer suspected device was returned for investigation. A visual inspection on the received condition was performed as an olympus fiberscope was used to verify the condition of the biopsy channel. First, the fiberscope was inserted into the biopsy channel from the opening at the distal end. Upon entry, investigators found surface scratches on the wall of biopsy channel. The fiberscope was inserted further and scratches and kinks through the remainder of the biopsy channel was noticed. In addition, the distal end was inspected under a microscope and found abnormalities with the glue. Investigators observed the glue around the bending section cover and found deteriorating pinholes, cracking, and peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
During the cleaning, disinfection and sterilization processes of the scope, manual cleaning was performed using prolystica detergent solution, but no precleaning as scope was not used. The scope instrument/suction/balloon channel, air/water/suction/biopsy valve were brushed and flushed appropriately. For automated endoscope reprocessor (aer) treatment, oer pro washer along with endoquick detergent and acecide hld disinfectant was used. The scope was stored in a steris reliant endoscope drying and storage cabinet an olympus endoscopy support specialist (ess) visit was scheduled for a later date to observe the customer reprocessing technique. The suspected device was received at olympus and sent to nelson labs for additional culture testing and eto sterilization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for unexpected contamination (positive culture). The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The customer reported that this issue occurred 2 times. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6). (First event).

Manufacturer narrative:
This report is being submitted to provide additional information based on an updated device evaluation, results from the independent laboratory microbial testing and the legal manufacturer¿s final investigation. The device evaluation found two broken elements in the ultrasound image, two frayed wires in the bending section, a loose scope connector and a label that was not properly affixed. Prior to the device evaluation, the scope was sent to an independent laboratory for microbial testing. The insertion section tested positive for bacillus species. As part of the investigation of this event, a field service engineer (fse) contacted the customer and the customer reported that the positive culture may have occurred due to internal damage to the scope channel and requested that be inspected. The investigation determined the mostly likely cause of the positive culture was because reprocessing was insufficient due to the device leaking. There was no indication by the information provided by the customer that the reprocessing had deviated from the instruction manual. The reprocessing methods are described in the following sections of the scope¿s instructions for use (IFU): ¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.